Event description:
It was reported by the patient¿s parent that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. The patient experienced a malfunctioning pod that failed to deliver insulin. The pod infusion site was on the arm. The patient was treated with intravenous fluids. The pod was discarded. The patient was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.